Event description:
It was reported that the pump "ran out" two weeks after she had been in the hospital for colon cancer surgery ¿and her belly was cut open,¿ and she had 5 weeks of withdrawal from morphine. (The patient was recovering from her fifth cancer and was ¿fighting for her life right now.¿ the patient had been sick with these cancers for years). When asked about the dose of her medication, the reporter stated that her healthcare provider (hcp) "might have raised it and not calculated because he knew I was going through cancer and getting ready to have surgery and I was supposed to die and I didn¿t." The patient went to see her hcp at the end of (B)(6) 2015, and he told her it was empty, and that was why she was so sick. The symptoms started in (B)(6) 2015. The pump system was being used to infuse clonidine, and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).